Event description:
During a laparosocpic cholecystectomy the 511sd would not arm. There was no consequence to the pt. 12/20/96 rep reported another trocar was opened to complete the case.

Manufacturer narrative:
Yielded cartridge nose weld.